Event description:
Pt reported obtaining a blood glucose result of 453mg/dl on the suspect device. Pt stated that within 1 min, blood glucose was retested on a physician's device with a result of 163mg/dl. No pt injury was reported and no treatment was rec'd. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.